Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle breaking during injection with an bd micro-fine¿ insulin pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: pen needles are breaking when penetrating the skin. However nothing got stuck in the skin.

Manufacturer narrative:
Investigation: one opened and ninety three sealed 32g x 4mm pen needle samples were returned from lot. No. 8135651, cat. No. 320561. Magnified examination was carried out on the opened sample and a bent patient end of cannula was observed. No manufacturing related issues were observed on the opened sample. Visual examination was also carried out on all ninety three sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that needle breaking during injection with an bd micro-fine¿ insulin pen needle. The following information was provided by the initial reporter, translated from german to english: pen needles are broking when penetrating the skin. However nothing got stuck in the skin.